Event description:
The operator of a centralink data management system could not locate an sid of a sample that had been run on a dimension vista instrument. There are no reports of adverse health consequences due to this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00247 was filed with the FDA on may 18, 2015. Additional information (5/28/2015): siemens healthcare diagnostics has determined that the sample query function that includes "instrument" or "instrument group" as search criteria may not return all samples from the dimension vista systems if onboard aliquot support rules are configured in the centralink system. An urgent medical device correction (umdc) for the centralink data management system entitled "instrument and/or instrument group sample query may not return all applicable dimension vista samples" was sent to customers in the united states in may 2015. An urgent field safety notice (ufsn) for the centralink data management system entitled "instrument and/or instrument group sample query may not return all applicable dimension vista samples" was sent to customers outside of the united states in may 2015. The umdc/ufsn instructs customers not to select the "instrument" or "instrument group" criteria for the dimension vista 500 or dimension vista 1500 and provides steps for customers to review and update their configuration settings.

Manufacturer narrative:
Siemens healthcare diagnostics investigated this issue and determined that the cause was a configuration issue. The sample query function that includes "instrument" or "instrument group" as search criteria may not return all samples from the dimension vista system if onboard aliquot support rules are configured in the centralink system.